Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pseudoaneurysm, hematoma, occlusion and medication are listed in the prostyle instructions for use (IFU) as potential adverse events associated with use of the suture mediated closure devices. A definitive cause for the adverse event without identified device or use problem could not be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects of pseudoaneurysm, hematoma, occlusion and medication, and the relationship to the product, if any, cannot be determined. The reported surgical intervention was likely related to case circumstances .there is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. Estimated as (B)(6) 2017 to (B)(6) 2022 as it was reported in the article that the procedures that took place from 2017 to 2022. D4: the UDI is not known as the part and lot number were not provided in the literature. Attachment: article titled "predictors of transfemoral access site complications in neuroendovascular procedures: a large single-center cohort study.¿

Event description:
This study aimed to report the rate and predictors of transfemoral (tf) access site complications for neuroendovascular procedures. Most procedures were elective. Access was obtained through the right and left common femoral arteries. Manual compression, prostyle devices, and non-abbott vessel closure devices were used to close the hole. A complication rate of (B)(4) was reported in the prostyle closure group. Vascular complications included in the study and potentially linked to the prostyle devices included groin hematoma, retroperitoneal hematoma, pseudoaneurysm, and femoral occlusion which may have required thrombin injections and surgical intervention. Overall, the study concluded that the average rate of access site complication was (B)(4) and the pertinent factors contributing the complications include demographics, vascular disease and sheath size. Specific patient information is documented as unknown. Details are listed in the attached article, titled "predictors of transfemoral access site complications in neuroendovascular procedures: a large single-center cohort study.¿